Event description:
Around 11:30pm in 05 patient in ICU was found to have excessive bleeding from right internal jugular large bore introducer. Patient sustained extended asystolic/pea arrest. Resusitation lasted over 1 hour and required 13 liters of fluid and 4 units of prbcs. Patient regained pulse and went emergently to the or and then sicu. Patient was removed from life supp0rt in 05. It was found that the IV line had become disconnected from the introducer.